Event description:
It was reported that during a coronary artery bypass grafting case on (B)(6)2024, the unit started to malfunction, causing all of the monitors in the room to shut down. Once the customer figured out it was this unit, it started smoking soon after. It was reported the ups unit caught on fire. Customer was able to complete the case without any patient/ user injury.

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Rather, we will send our service tech to evaluate the device in the field. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Product inspection: the issue reported was the alarm on the immigration is beeping. The ups is 3 years old. The karl storz service technician verified the issue. The loaner ups was removed from the system and a new replacement ups unit was installed. He performed core functionality check of system; system was fully functional after the ups replacement. The loaner ups was returned to the correct location. The system is functioning as intended. This event is filed under internal complaint ID (B)(4).